Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.